Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/06/2023, it was reported by a sales representative via sems that an ar-8305 shaver console is producing an h15 error message. This occurred during a shoulder scope with labral repair, the case was completed using another shaver console. There was no patient effect reported.

Manufacturer narrative:
Additional info: h6 (use error) this evaluation determined that the reported event occurred due to moisture intrusion resulting from use error.